Manufacturer narrative:
B3: date is unknown, so estimated date was entered. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with a tactra penile prosthesis device experienced penile pain and discomfort. The physician believes the pain was due to a curvature of the penis for which the patient had undergone a penile curvature correction. The tactra device was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no further patient complications.

Event description:
It was reported that the patient with a tactra penile prosthesis device experienced penile pain and discomfort. The physician believes the pain was due to a curvature of the penis for which the patient had undergone a penile curvature correction. The tactra device was explanted, and a new inflatable penile prosthesis (ipp) device was implanted. There were no further patient complications.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered.